Event description:
It was reported that the r-wave amplitude had decreased to 1.0 mv. Three months previous, the r-wave amplitude was 2.0 mv and at implant in 1997, the r-wave amplitude was 5.8 mv. The patient was in sinus rhythm part of the time.